Manufacturer narrative:
H.3. Returned product analysis confirmed the wire tip separation. Analysis of the fracture site revealed the separation was due to torsional forces placed on the wire. The exact cause of the wire damage could not be determined.

Event description:
During a ptca procedure, the tip of the wire separated and remains in the patient. The physician determined surgery was not required. Patient status is listed as "ok".